Manufacturer narrative:
The distal end of the lead was returned for analysis. Visual inspection noted the lead was compressed, consistent with clavicle crush damage. High potential testing between the inner coil and right ventricular (rv) conductor paths failed. Destructive analysis was performed and revealed the ethylene tetrafluoroethylene (etfe) cable coating of one rv conductor cable and the polytetrafluoroethylene (ptfe) liner of the inner coil were abraded. The event of noise was confirmed due to clavicular crush damaging the cable coating and inner coil of the lead.

Event description:
During follow-up, noise was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was in stable condition.